Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the adaptive stimulation (as) not working was that the patient accidentally had as turned off. The patient was seen and device knowledge was reinforced with the patient. The issue was resolved. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy not changing with positions. Patient requested to meet with a manufacturing representative (rep) to reprogram her because her adaptive stim has stopped working. No further patient symptoms or complications were reported in this event.